Event description:
The reporter stated that the surgeon was advancing a 20.5 diopter three piece collamer lens in the injector, and the foam tip plunger over rode the lens and tore the lens. No pt contact.

Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received stuck in the tip of the cartridge. It should be noted that the foam tip plunger and injector were not returned for eval. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.